Event description:
Affiliate reported that the probe indicated +50mmhg on air, +20mmhg under water (15cm). As a result two days after the device was implanted, it was revised with another device. It was reported that there were no adverse consequences reported.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this evaluation and during the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was also evaluated and the following observations noted: the pressure sensor is functional. The sealant surrounding the sensor is torn and lifting. The catheter material has multiple pinch and kink marks along its length. A suture is tied very tightly around catheter, constricting the sensor's internal vent. The signal drifted off scale during testing. Supplier was unable to complete testing. Based on the above evaluation, it was verified that inadequate use by the customer has caused the actual damages and the difficulty reported. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.